Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Abiomed¿s long-term outcome and quality indicator impella registry (loqi) received a notification regarding a "possible" relationship between the impella device and worsening thrombocytopenia. No further details were provided.

Manufacturer narrative:
The root cause of the thrombocytopenia cannot be determined since the product was not returned and insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.